Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. For clarification, the customer reported complaint was confirmed as a derailed grip cable was found. The instrument was found to have a derailed grip cable from its normal position at the clamping pulley at the proximal end. The instrument failed the intuitive motion test with an imprecise motion failure. A clip test was not performed and could not be completed due to the grip tips not opening. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. There was an additional observation that was reported by the site and related to the primary failure: the instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the grip open motion. The grip tips moved in the direction commanded, however, a lag or delay in the motion was observed. The grip tips were unable to open at all.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer reported that the large hem-o-lok clip applier instrument would not open. There was no reported injury.